Event description:
Caller states the patient tested >8.0 inr on the coaguchek xs system and 4.9 inr on a comparison lab. Coumadin was held until lab returned. No adverse event reported. Requested return of suspect system and replacement was sent.